Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was fully deployed and not returned. The control wire was separated per design. There was a kink in the control wire. It was also noticed that the sheath grip was detached from the over sheath, and the over sheath was torn and stretched. Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database confirmed no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during a gastric polypectomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue. The clip was difficult to release from the catheter but was able to be deployed. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during a gastric polypectomy procedure performed on (B)(6), 2013. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue. The clip was difficult to release from the catheter but was able to be deployed. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.